Event description:
It was reported that on (B)(6) 2011, during a procedure of the mildly tortuous, heavily calcified, de novo mid left anterior descending artery and circumflex artery, predilatation was performed with a non-abbott balloon catheter and intravascular ultrasound (ivus) was performed. A 2.5 mm x 28 mm promus stent was implanted in the lad; a 2.5 x 24 mm non-abbott stent was implanted in the circumflex artery. Post-dilatation was performed and the procedure was completed. It was noted that the circumflex lesion was considered for bypass surgery, however, the inner diameter of the peripheral vessels were small, therefore, bypass surgery was discarded as a treatment option. On (B)(6) 2011, while the patient was still hospitalized for rehabilitation from severe heart failure, thrombosis occurred. A coronary angiography confirmed thrombosis was present in the stented lesion. The thrombus was aspirated with a non-abbott catheter and the lesion was dilatated with a non-compliant non-abbott balloon catheter. Sufficient blood flow was confirmed and the procedure was completed. The physician stated that the correlation between the stent deployment and the thrombus formation could not be eliminated as the thrombosis was confirmed inside the stent and that the patient had diminished bowel peristalsis; medication was administered through the nose and it was suspected that the antiplatelet medication could not be imbibed properly.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Subsequent information received states the patient expired on (B)(6) 2012 from heart failure. It was noted that on (B)(6) 2011 the patient experienced back pain, however, no thrombosis was confirmed via angiography. On (B)(6) 2012, the patient had decreased blood pressure, eventually falling below 50; it was assumed related to pleural inflammation caused by kidney malfunction. The patient experienced ventricular tachycardia and suffered cardiopulmonary arrest; cardiopulmonary resuscitation (CPR) was performed and the patient recuperated for a while, but suffered cardiopulmonary arrest again and died (B)(6) 2012. All available information has been provided. Stent: 2.5 x 24mm endeavor (lcx); intravascular ultrasound (ivus). There was no reported product deficiency. Death, hypotension, inflammation, pain, bradycardia, cardiac arrest, ventricular tachycardia and thrombosis are known adverse events as listed in the promus instructions for use. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture or design. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us.